Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues related to the reported event. The slit lamp fiber was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the surgeons are having to increase the equipment's "potency" (power) in order to perform procedures. Additional information was received indicating that the procedure was able to completed with the same system and accessories. There was no patient impact reported.